Event description:
During the impaction process, the tip of the impactor broke off. The sales rep was not aware of it until 8 hrs later. According to the sales rep, x-rays confirmed that the piece was left in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.